Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 1 on the home choice (hc). The home patient (hp) stated his white supply bag was empty and there was water under it. The technical service representative (tsr) informed the hp that air had been ingested into the system. The hp would need to end therapy and start over with all new supplies. The hp stated he would not restart therapy that night. The tsr assisted the hp to end therapy and informed the hp to dispose of all current supplies used. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The assignable cause is undetermined.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore the problem was not confirmed. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.